Manufacturer narrative:
E1: (B)(6) hospital, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a therapeutic laparoscopic appendectomy, while the surgeon was outputting the instrument two or three times, the pad was damaged, peeled off, and chipped. The instrument was being used with an ultrasonic generator. There was a less than a thirty-minute surgical delay. No remnants fell into the patient. The procedure was completed with a similar device. There were no reports of patient harm.